Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the limited information provided, a definitive cause for the reported resistance advancing through the guide catheter and shaft separation resulting in unexpected medical intervention could not be determined. It may be possible that the guide catheter was kinked causing resistance while advancing the nc trek and causing the hypotube to kink. Additionally, it may be possible that the kinked area of the hypotube separated during withdrawal; however, without having the device to examine, this could not be confirmed. The unexpected medical intervention to retrieve the separated portion via snare device was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation changed to no.

Event description:
It was reported that during the procedure to treat an unspecified lesion. The 4.5 x 15 mm nc trek balloon catheter was advanced and it was noted that there was resistance with the guide catheter during post dilatation, and the balloon catheter broke inside the patient anatomy. The separated portion was retrieved via snare device and there was no portion left inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported resistance during withdrawal through the guide catheter and shaft separation resulting in unexpected medical intervention could not be determined. It may be possible that that the distal end of the guide catheter was slightly kinked or bent causing resistance during withdrawal into the guide catheter resulting in the distal end of the balloon catheter separating; however, without having the device to examine, this could not be confirmed. The unexpected medical intervention to retrieve the separated portion via snare device was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2920 was deleted; 1528 added.

Event description:
Subsequent to the previously filed report, it was reported that there was no resistance during advancement; however, there was resistance with the guide catheter during withdrawal. No additional information was provided.